Manufacturer narrative:
(B)(4). This is the same patient as (B)(4). A review of all batch record documents was performed with no issues noted during the manufacturing process. A follow-up report will be submitted if additional relevant information becomes available.

Event description:
It was reported that a minicap was observed to have a vertical crack, below the flat grip portion of the cap, during use. The crack did not appear to go all the way through the cap. The cause of the cracked minicap was unknown. The patient kept her transfer set in a peritoneal dialysis (pd) pouch and was very careful when screwing on the minicaps. The nurse reviewed proper technique with the patient regarding how to properly screw on and tighten a minicap. There was patient involvement, however there was no patient injury nor medical intervention indicated. This is report 6 of 6 for this event.

Manufacturer narrative:
(B)(4). Evaluation summary: a companion device was evaluated; however, the reported damage could not be confirmed. The sample was visually inspected and no defects were observed. Pressure testing was also performed with no functional issues detected. The cause could not be determined. If additional relevant information becomes available, a follow up medwatch will be submitted.